Event description:
It was reported that the customer had experienced hypoglycemia and overtreated. The customer also reported a large crack on the battery compartment. It was also reported that the customer had blood glucose levels of 280mg/dl. Customer declined troubleshooting. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.